Manufacturer narrative:
Update to section d10: concomitant medical products and therapy dates: the products has been updated based on the provided implant registration form. Products updated "quadra assura cd3371-40qc" and "quartet 1457q."

Event description:
New information received notes the patient's right atrial (ra) lead exhibited noise over-sensing resulting in a pacing inhibition. The ra lead was capped and replaced on (B)(6) 2025. The patient was in a stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right atrial (ra) lead had exhibited low impedance and noise due to a known insulation breach no patient symptoms or intervention was reported.